Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-02538. Reference MFR. Report: 3006705815-2018-02539. Follow-up identified that surgical intervention was undertaken on (B)(6) 2018 wherein the patient¿s leads were explanted and replaced with new leads. No intervention was taken with respect to the ipg. Reportedly, the patient¿s issue was resolved and therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 3006705815-2018-02538, reference MFR. Report: 3006705815-2018-02539. It was reported the patient's scs system provided intermittent stimulation. The patient stated having had an impact at the ipg site. Diagnostics indicated low impedance values on both leads. Fluoroscopic images did not reveal any anomalies. Surgical intervention is planned to address the issue.